Event description:
Reference number (B)(4). Event occurred in new zealand. On 28-aug-2024, it was reported that the patient encountered infusion set cannula crimped issue . The site of insertion was tummy . Infusion set has been in use for 2 days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available .

Manufacturer narrative:
E1 patient city: (B)(6). Patient country: new zealand.